Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in hospice care at the hospital. The customer was hospitalized on (B)(6)2016 due to chronic obstructive pulmonary disease. The cause of death was chronic obstructive pulmonary disease . The caller stated that the customer had diabetes complications ¿ diabetes in the kidneys, kidney disease caused by diabetes, heart disease- congestive heart failure and a stent in the heart, mini stroke, infection on the back of the neck due to a cut that also caused brain issues. The customer¿s blood glucose was 500-600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospice 3-4 months prior to passing, as they felt the pump was not working properly. The customer was not using sensors. The caller declined to return the insulin pump for analysis.